Manufacturer narrative:
This ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Please note that this medwatch reflects two products with the same catalog number and unk lot number. Attempts for add'l info are being made, however, as of today no response has been received. Therefore, both products are being reported as having stent fractures and restenosis as it is not clear if the event occurred with one or both of the stents. Add'l info will be submitted upon 30 days of receipt.

Event description:
Approximately eight months post index procedure an angiogram confirmed a stent fracture was in the 3.0 x 33mm cypher select stent that was implanted in the right coronary artery. There was also in-stent restenosis noted at the site of the stent fracture. A 3.0 x 24mm endeavor was implanted at the site of the fracture. The pt had a percutaneous coronary intervention done in 2006. The target lesions were in the right coronary artery and the left anterior descending. The right coronary artery was proximal and totally occluded with a timi flow grade of 0. The lesion was pre-dilated with a balloon at 14atms for 5 seconds and then again with another balloon at 14 atms for 5 seconds. The percentage of stenosis was 58. Then two 3.0 x 33mm cypher select stents were implanted; one at 14atms for 5 seconds and the other at 16 atms for 5 seconds. The percentage of stenosis was reduced to 5. The left anterior descending had a big diagonal so a 2.75 x 18mm cypher select stent was implanted in the left anterior descending to the diagonal. The procedure was completed successfully.